Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including multiple power cycles, bench testing, stress testing, and internal inspection without duplicating the report. The lcd display flex cable was replaced as a precaution. The device was recertified and returned to the customer. No accessories used during the report were returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.